Manufacturer narrative:
This ICD was explanted in 2007, after an implantation time of three months because of an infection. The biotronik sterilization protocol from 2007, confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This device and a pacesetter 7000-65, were removed due to infection.